Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2014. They underwent right knee revision surgery on (B)(6) 2023, approximately 9 years post primary procedure. Revision op report postoperative diagnosis: wear of articular bearing surface of internal prosthetic right knee joint. Surgeon noted that the knee showed moderate effusion with significant joint laxity. There was significant effusion and synovitis. There was delamination of the polyethylene but no evidence of prosthesis loosening. The patella was not removed because it was not worn and well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.